Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to a corroded keypad. There was no moisture damage on the lcd board, the motherboard, the interface board, the radio frequency board, the motor, the vibrator, or the battery tube assembly during visual inspection. The device was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm due to fluid exposure. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.